Event description:
The user facility reported that the system 1e lid came unlatched during a processing cycle, causing use dilution to leak from the processor onto the floor and into an adjacent room. There were no procedural delays or cancellations. The operator received minor inhalation irritation to her left nostril and left eye. No sustaining injuries were noted and she missed no time from work.

Event description:
In our initial report it was stated that no injuries or procedural delays/cancellations were reported, however procedural delays were reported by the user facility.

Manufacturer narrative:
A steris service technician inspected the system 1e unit and found that the right ubolt on the lid was bent out. The technician adjusted the lid latch and returned the unit to service with no further issues reported. The system 1e processor is under steris service contract and the last preventive maintenance was performed on (B)(4) 2012. The user facility reported that an employee physically cancelled the cycle because she noted leakage from the lid during a cycle. After the processor drained, the employee removed the nearly full s40 container from the processor and disposed of it in the sink. The employee reported that she experienced inhalation irritation when she opened the s1e processor to dispose of the s40 container. It is normal that the odor of peracetic acid is strong when a processing cycle is interrupted. The system 1e operator manual (pp 2-1) states: "high concentrations of peracetic acid vapor will cause lacrimation and irritate the nose, throat, and lungs." At the time of the event the affected employee was wearing only gloves and no additional ppe. The operator manual (pp 1-2) states: "appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." Pp (7-13) "recommended ppe consists of chemical-resistant gloves, goggles, and an apron, preferably with arm protection." Steris has offered in-service regarding the proper operation of the equipment; however the user facility has not responded.